Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to event, the customer had tested bg and the link read a hbg suggested an amount to bolus. The customer stated that the spouse gave a correction bolus. Later that morning, the customer passed out during x-rays at the hospital. The cause of the event was not determined. Troubleshooting was done and it was conveyed that the pump is operating as designed. The customer was advised to test the bd meter to make sure that it is reading bgs correctly and to call the manufacturer about the link.